Manufacturer narrative:
No service call was requested for this event. Per customer, the root cause for this event appears to be a short sample.

Event description:
Beckman coulter inc. (Bci) internal monitoring data indicated one patient result did not match when run in duplicate mode on the unicel dxc 800 synchron clinical system. The initial glu result was 66.8mg/dl which repeated with a result of 27.9 and 65.8mg/dl. The result reported outside of the laboratory was 66mg/dl. The customer did not call and complain to bci about this issue. There was no affect to patient with regard to this event.